Event description:
In 2004, a donor called the plasma center to report that approx 5 hour after their donation in 2004, they developed itching on their arms, legs and buttocks. The donor stated that the itching has continued. Center presonnel instructed the donor to increase their fluid intake and to take benadryl (dose unk). Additional info after the event revealed that the donation which occurred in 2004 was unremarkable. The donor left the plasma center facility in good condition after their donation. Donor was contacted by the center later in 2004 at which time the donor indicated that the benadryl had relieved the itching over the last two hours. No other complaints from the donor were experssed at the time of the follow-up call. The donor followed up with their physician in 2004. At that time the physician diagnosed the donor with pruritis and presrcibed benadryl (dose unk) and zyrtec (dose unk) for itching. The plasma center has deferred this donor from further apheresis donations.